Event description:
It was reported that the tip of the small pointer was broken off while in the sterile processing department. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however a root cause for the break could not be determined. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the tip of the small pointer was broken off while in the sterile processing department. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.